Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative confirmed that the image acquisition system (ias) was stuck in stand alone mode. Representative replaced image acquisition system (ias) computer and gantry motion controller to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been receive by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the image acquisition system (ias) of the imaging system was not connecting to mobile view station (mvs). It was reported that the site brought in another medtronic imaging system to complete the procedure. The procedure was completed with the use of imaging system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight provided. A medtronic representative reported that the weight is an approximation. The suspect gantry motion controller and computer of the imaging system have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis on the gantry motion controller and computer of the imaging system were completed by medtronic personnel. Testing found that the components functioned as designed and that the reported issue could not be replicated.